Manufacturer narrative:
(B)(4), date sent: 9/16/2020, batch #: u5ay80. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right lower lobectomy, after cutting the right inferior pulmonary vein, the device was released, but the staples were not deployed properly, and bleeding occurred at the 2nd firing. The amount of the bleeding was unknown, and no blood transfusion was required. The procedure was converted to an open procedure to stop bleeding. The patient stopped the bleeding with the transfixion suture and 4 crc. The patient is stable. An assistant surgeon fired the device. Before this event, he completed the firing of the pulmonary artery. The surgeon did not know why the bleeding occurred because he used the device as usual.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. D4: batch # u5ay80. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what was the approximate width of compressed vessel? No further information is available. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No further information is available. Can it be confirmed that no extraneous tissue was within jaws distal to cut line? No further information is available. Were the tips of device visible during firing? No further information is available. Please clarify what is meant by ¿staples were not deployed properly¿. The target tissue was not stapled. Please describe staple form. No further information is available. How close to the left atrium was the stapling? No further information is available. Was the pericardium left intact? No further information is available. Was the first firing of device on a different structure? No further information is available. Was the entire staple line open or a portion? No further information is available. No further information will be provided. What is the current patient status? We don't know the current patient status, but the patient was stable as of (B)(6).